Manufacturer narrative:
The pipeline flex embolization device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, this pipeline flex embolization device did not open. The patient underwent embolization treatment for a small unruptured saccular aneurysm located in ophthalmic artery segment of internal carotid artery. Measuring 7.3mmx4.5mm, landing zone distal 3.89mm proximal 4.33mm. Vessel tortuosity was described as moderate. It was reported that tip of the pipeline could not opened after it was released about 8mm. Re-sheathing of the device was difficult due tortuosity of the vessel. After many attempts, the tip of pipeline still couldn't be opened so replaced another different size of the pipeline and opened successfully. The operation was completed successfully and there were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clinical observation could not be confirmed. As received, distal and proximal ends of the pipeline flex shield braid appeared fully opened without any damage. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact without any damages. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and pushwire. Based the analysis findings, we were unable to determine the cause of failure to open in the distal section during the procedure. The returned pipeline flex braid was found fully opened. It is possible it is possible that the patient's vessel tortuosity" may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.